Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were small air bubbles in infusion set tubing. The customers blood glucose (bg) level was impacted above (300 mg/dl) the customer took a bolus via the pump to stabilize bg level. The customer was instructed on how to expel air bubbles by performing fill tubing. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.